Manufacturer narrative:
Concomitants medical products: 142-28-00 - sn (B)(4) cocr fem head 28mm +0 offset 12/14. No device return anticipated due to being a legal case. Recall number: z-2112 thru 2133-2021.

Event description:
It was reported via a legal filing, that a female patient who had underwent a revision of her right tha on (B)(6) 2017, suffered a dislocation of her right total hip replacement on (B)(6) 2017. She was treated with a closed reduction on or about (B)(6) 2017. Due to right groin pain at rest and with activity, she returned to her orthopedic surgeon for evaluation. On or about (B)(6) 2021, x-rays showed ¿abnormal superior wear of [her] polyethylene¿ liner and ¿evidence of osteolysis in the ischium and ilium.¿ her implanting orthopedist determined she would need revision surgery given the ¿extensive polyethylene wear and osteolysis.¿ repeat x-rays on or about (B)(6) 2021, revealed an almost completely worn-out liner and significant osteolysis behind the cup.¿ on or about (B)(6) 2021, her implanting orthopedist observed her (B)(6) 2021 CT scan demonstrated ¿extensive osteolysis with significant destruction of the posterior column¿ and again discussed revision surgery though ¿because of the history of 2 successive failures of the polyethylene within 4 years,¿ her implanting orthopedist indicated he ¿would need to be satisfied that changes have been made and the quality of the polyethylene would give a longer functional capability than 4 years.¿ on or about (B)(6) 2021, the surgeon who would perform her 2021 revision surgery discussed her need for revision surgery as the component ¿was recalled and is the culprit for her early osteolysis and poly[ethylene] breakdown.¿ on or about (B)(6) 2021, approximately 4 years 6 months post the revision surgery, the plaintiff underwent a second painful and risky revision surgery. Her polyethylene liner was removed and found to be ¿significantly worn.¿ she was found to have ¿bone defects.¿ cysts which ¿seemed to constitute most of [the] superior acetabulum.¿ the cysts were full of a ¿chalky white granular substance.¿

Manufacturer narrative:
H1: duplicate. This event was reported on 1038671-2021-00527.